Manufacturer narrative:
Additional information was received stating that the patient is a (B)(6) year-old male. The target lesion was a superior mesenteric artery bridging stent graft in branded evar. The product was properly inspected and prepped and no anomalies were noted. The vessel was described as relatively straight with a 0% stenosis. There was no difficulty accessing the lesion with a guidewire. There was no difficulty advancing the balloon over the guidewire or through the vessel. There was no difficulty crossing the lesion with the balloon. When the powerflex pro balloon was inflated it ruptured like an umbrella at an unknown atmosphere. The balloon was inflated with a 10ml syringe with 50/50 140mg I/ml contrast. After the balloon ruptured the tip of the balloon separated and remained on the guidewire. The physician attempted to withdraw the balloon by pulling it back into a 10fr. Without success then into 12fr introducer. There is no information as to how the tip became caught in the introducer. The lesion was successfully treated with another balloon. There was no reported injury to the patient. Additional information will be submitted within 30 days upon receipt.

Event description:
During use of a powerflex pro balloon it was reported that the balloon ruptured like an umbrella during the angioplasty procedure and the tip of the balloon came off and was caught in a 16f introducer. There was no serious injury reported. Please note that multiple attempts to gather additional patient and procedural information have been made and have been unsuccessful.

Manufacturer narrative:
As reported, during use of a powerflex pro balloon, the balloon ruptured ¿like an umbrella¿ during the angioplasty procedure and the tip of the balloon came off and was caught in a 16f introducer. There was no serious injury reported. The target lesion was a superior mesenteric artery bridging stent graft in branded evar. The product was properly inspected and prepped and no anomalies were noted. The vessel was described as relatively straight with a 0% stenosis. There was no difficulty accessing the lesion with a guidewire. There was no difficulty advancing the balloon over the guidewire or through the vessel. There was no difficulty crossing the lesion with the balloon. When the powerflex pro balloon was inflated, it ruptured ¿like an umbrella¿ at an unknown atmosphere. The balloon was inflated with a 10ml syringe with ¿50/50 140mg /ml contrast.¿ after the balloon ruptured the tip of the balloon separated and remained on the guidewire. The physician attempted to withdraw the balloon by pulling it back into a 10fr. Without success then withdrew into 12fr introducer. There is no information as to how the tip became caught in the introducer. The lesion was successfully treated with another balloon. There was no reported injury to the patient. The device was not returned for analysis. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿balloon burst¿, ¿distal tip separation¿ and ¿pta system withdrawal difficulty-through guide/sheath¿ could not be confirmed and the exact cause could not be determined as the device was not returned for analysis. Based on the information available for review factors contributing to the burst of the balloon leading to withdrawal difficulty and separation of the device are unknown. Balloon burst is a known procedural complication of angioplasty. Factors such as vessel characteristics (leading up to and within the target lesion) and handling often contribute to balloon burst. In this case, the maximum inflation pressure is unknown. The instructions for use warns that inflation at a high rate may damage the balloon and use of a pressure monitoring device is recommended to prevent over pressurization. Neither the DHR nor the information available for review suggests that the difficulty experienced by the customer could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
As reported, during use of a powerflex pro balloon, the balloon ruptured ¿like an umbrella¿ during the angioplasty procedure and the tip of the balloon came off and was caught in a 16f introducer. There was no serious injury reported. The target lesion was a superior mesenteric artery bridging stent graft in branded evar. The product was properly inspected and prepped and no anomalies were noted. The vessel was described as relatively straight with a 0% stenosis. There was no difficulty accessing the lesion with a guidewire. There was no difficulty advancing the balloon over the guidewire or through the vessel. There was no difficulty crossing the lesion with the balloon. When the powerflex pro balloon was inflated, it ruptured ¿like an umbrella¿ at an unknown atmosphere. The balloon was inflated with a 10ml syringe with ¿50/50 140mg /ml contrast¿. After the balloon ruptured the tip of the balloon separated and remained on the guidewire. The physician attempted to withdraw the balloon by pulling it back into a 10fr. Without success then withdrew into 12fr introducer. There is no information as to how the tip became caught in the introducer. The lesion was successfully treated with another balloon. There was no reported injury to the patient. The product was returned for inspection. One non sterile catheter powerflexpro 10mm2cm 80 was received coiled inside a plastic bag. It was observed the balloon has burst and it was separated. No other damages were noted. Leak test could not be performed since the balloon was separated and burst. Sem results showed that the balloon separation presented evidence of scratches. Some sections of the balloon suggest that the damaged balloon was pulled until complete separation. No other anomalies were found during analysis. Insertion withdrawal test could not be performed due to the balloon separation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported ¿balloon burst¿ and ¿distal tip separation¿ were confirmed through analysis of the returned device. The exact cause could not be determined. In this case, the maximum inflation pressure is unknown. The instructions for use warns that inflation at a high rate may damage the balloon and use of a pressure monitoring device is recommended to prevent over pressurization. Based on the analysis, scratches on the balloon surface and stretching to the point of separation may indicate that vessel characteristics and/or procedural factors (withdrawal difficulty) may have contributed to this condition. However, the reported ¿pta system/withdrawal difficulty¿ could not be confirmed since functional test could not be performed. Controls are in place to prevent defective balloons from leaving the facility. Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
The product was received on (B)(6) 2014 and will be sent for evaluation and testing. The powerflex was received on an unknown guidewire and unknown sheath. The balloon was detached and not included. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.